Manufacturer narrative:
Weight-race:unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of a -12.0/3.0/66 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a longer length, spherical lens due to low vaulting. The problem was resolved. Cause reported as unknown.